Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced unexpected restart alarm, external ram crc error and interrupt source error. Customer's blood glucose value was 150 mg/dl. The customer stated that a temporary basal was not programmed before the unexpected restart alarm. The customer stated that the pump had a blank screen during the call. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was returned without a battery installed. The insulin pump passed functional testing including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, unexpected restart error test, self-test and displacement accuracy test. The stop idle current and run current measurement tests are within specification. The insulin pump passed off no power alarm test. No unexpected low battery alarm, off no power alarm or prime fill anomaly noted during out testing. The insulin pump was programmed and monitored for three days, no unexpected external ram crc error alarm, unexpected restart alarm, interrupt source error alarm, blank display, low battery alarm or off no power alarm noted. No cosmetic damage noted.